Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clips were malformed. The surgeon removed them from the patient.